Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.

Event description:
It was reported that the system had a cine disk error message. This would prevent the cine function from operating. There is no report of injury or death associated with the event described in this complaint.